Manufacturer narrative:
The company service representative examined the system but was unable to replicate the reported event. The host module was replaced to resolve the issue. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to a nonconforming host. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported during a surgical procedure the console panel flashed white light and the system autonomously rebooted and then froze. The console was manually rebooted with resolve. The surgery was completed. There was no harm reported.